Manufacturer narrative:
No medwatch form was received. Internal insulation abrasion was noted at 5.5-6.0cm from the proximal end of the svc shock coil. The etfe coating was intact at this location.

Event description:
It was reported that high threshold was observed. Lead was explanted.